Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the instrument be returned for failure analysis investigation. Isi, has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, two robot instruments broke inside patient while in use. Removed promptly. At the time of this report, it is unknown how the procedure was completed and if the reported event had any impact on the patient. On (B)(6) 2024, intuitive surgical, inc. (Isi) received user facility report 3901330000-2024-8046 stating: two robot instruments broke inside patient while in use. Removed promptly. Isi followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.